Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is deceased. The reported cause of death was pulmonary infarction due to aspiration but the lead malfunction involvement could not be ruled out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high thresholds and pacing failure. It was noted that the patient experienced heart failure due to bradycardia. The pacing lead was reprogrammed but intermittent pacing failure persisted. The pacing lead is scheduled to be capped and replaced. No further patient complications have been reported as a result of this event.